Event description:
It was reported an error message was received stating there was a loss of communication between the programmer and analyzer bay. A new analyzer was tried, with the same result. The programmer and analyzer were returned for repair. No patient complications were reported as a result of this event.

Event description:
It was reported an error message was received stating there was a loss of communication between the programmer and analyzer bay. A new analyzer was tried, with the same result. The programmer and analyzer were returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) no anomalies found. (B)(4) analysis confirmed the reported event. Multiple analyzer functional tests out of specification. Device found out of electrical specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) no anomalies found. (B)(4) analysis confirmed the reported event. Multiple analyzer functional tests out of specification. Device found out of electrical specification. Further analysis was performed on the analyzer. Solder fractures were present on the printed circuit board assembly. Conclusion: failure mode confirmed due to the fractured solder joints. After the solder joints were reflowed the analyzer worked correctly.